Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The jaws of the device open and closed as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaws could not be opened when the device clamped the blood vessel. The device was pulled out gently with closed jaws. The tissue was not damaged. The doctor commented that the firing force had been higher than expected at the time of firing. Although this event occurred after the device was used several times, it was unknown which firing this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the device was fired a few times out of the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Blood vessels. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Yes higher when fired. Were any unexpected noises heard? Unk. If so, when? Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Yes, out of patient. What were the indications for surgery? Unk. What was found? Does the patient have any relevant history of surgical treatments? Unk. If so, what? Did somebody other than the primary surgeon fire the instrument? Unk. If so, whom? Did the surgeon try to pull the trigger from the handle? Unk. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Unk how was the device removed? Pulled off. Was there any tissue damage? No. If so, how was it repaired? Na.